Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cable being damaged was confirmed. The returned system controller (serial number (B)(6)) was observed to be missing one of its pins in its white cable connector upon arrival. The system controller was functionally tested, performing and operating a mock loop as intended despite the missing pin. A log file was extracted from the system controller during testing which did not capture any atypical events or alarms, and the pump operated as intended throughout the data. Available information for this event indicates that the system controller was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook tells users that the backup battery will operate the system in events where external power is lost from the system controller. The patient handbook also instructs users on how to properly charge and maintain the backup battery (section 2 ¿how your heart pump works¿). The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power conditions that would cause the backup battery to be put into use. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged due to damage to the power cable's. There was no adverse event due to this event.